Event description:
It has been reported to philips that the device would not power on intermittently. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not power on intermittently. Upon functional testing, fse found problem with the host pc. Fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.